Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. It was reported the patient was hospitalized for the event. Treatment was not reported. Pd therapy was ongoing. At the time of this report, the patient has recovered from the event and was discharged from the hospital (after eight days). The reporter declined to provide additional information.